Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis found that the helix disengaged from the helical channel, blood/body fluid was found in distal conductor (not obstructed), blood was noted in/on helix/lob mechanism and mechanism (sleeve head), and tip seal observation was noted.

Event description:
It was reported that there was resistance between the lead and stylet due to blood in the lumen of the lead and the lead would not advance. The lead was withdrawn without incident and not implanted. No patient complications have been reported as a result of this event.